Event description:
The customer reported that the 6800 system would not x-ray prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.